Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 10/31/2019. A review of the device history records (dhrs) confirmed that the cartridge lots met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ss-hcg cartridge lots n19172 and n19203a.

Manufacturer narrative:
Apoc incident (B)(4). Additional lot used. Lot#: n19203a, mfg date: 07/22/2019, expiration: 01/05/2020. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded positive results on a (B)(6) year old female patient with a headache. The customer was using cartridge lots n19172 & n19203a. There was no additional patient information at the time of this report. Return product each both lots are available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.